Event description:
It was reported to medtronic neurosurgery that the pt line stopcock was leaking when it was closed for csf sampling.

Manufacturer narrative:
The returned system did not meet the requirements for leak testing due to cracks on the peripheral arm of the pt line stopcock. It is unk how or when this damage occurred. However, this type of damage is likely attributable to improper use of cleaning solution. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the system. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the mfg records showed no anomalies. No impact to the pt was reported.